Event description:
The surgeon inserted an aq2010v silicone three piece lens and one haptic got stuck in the cartridge during insertion. The lens was cut in half and removed with a lens grabber. No patient injury was reported.